Event description:
It was reported that during an in-clinic follow-up, loss of capture was noted on the left ventricular (lv) lead. X-ray confirmed there were no lead positioning issues. Programming changes were made. The patient was stable.